Event description:
It was reported that the device had a cassette not attached error/ latch lock appears to be loose. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for root cause analysis. Service history review found the previous repair does not appear to be related to current device issues or to current complaint. No photographic evidence was provided to aid in the investigation. An error history log was not provided to aid in the investigation. However, unable to confirm due to the device not being returned. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.